Event description:
It was reported the pt's scs system was explanted due to the pt experiencing pain at the ipg site. The explant took place in 2012. It was unk if an sjm rep was made aware of the procedure or if they were in attendance.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.